Event description:
It has been reported the pt had been experiencing difficulties with the programmer shutting down due to impedance. A full parameter diagnostic revealed invalid contacts. X-ray did not show any anomalies. The physician believes the system extension could be causing invalid impedance value. The pt was reprogrammed and effective stimulation has been captured. The pt does not wish to pursue any surgical intervention on the system and is currently satisfied with the coverage.

Manufacturer narrative:
Sjm has limited info related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.